Event description:
It was reported that the atrial lead exhibited oversensing and unacceptable threshold. The lead was explanted and replaced. Upon explant, rib clavicular crush and an insulation anomaly were observed on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found compression to the coil due to rib clavicle crush at 24.1cm to 24.5cm from the connector pin.